Manufacturer narrative:
A flow failure (unit dropped to 1.5 lpm) was reported. The failure occurred during treatment. More detailed information were requested by several attempts. No further information was provided by the customer. A getinge service technician (fst) was sent for investigation and repair on 2022-09-20/21. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The provided log files does not show any malfunction of the cardiohelp. Thus, an exact root cause could not be identified. However, according to the risk file v23 following root causes can lead to the reported failure: influence due to other ultrasonic devices (e.g. Flow sensor). Bubble sensor not plugged but recognized. Connection of non-compatible sensor. Environmental influences (atmospheric pressure, temperature, humidity, emi, over voltage). Sensors are disturbed by external electric or magnetic field (emi) or ultrasonic system. According to the instruction for use (cardiohelp system, chapter 5.6.1 "check before every application") all important functions of the cardiohelp have to be checked before use. In chapter 5.3.1 "connecting the combined flow/bubble sensor" is stated that the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Furthermore, according to chapter 3.1 "general information" of the cardiohelp service manual (cardiohelp system, service requirements) the device has to be checked after every maintenance or repair. The device history record (DHR) of the cardiohelp (material: 701072780, serial: (B)(6)) was reviewed on 2022-03-21. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the investigation results the reported "flow failure, unit dropped to 1.5 lpm" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
A follow up will be submitted when additional information become available. A getinge technician will investigate the unit in question.

Event description:
A flow failure (unit dropped to 1.5 lpm) during treatment was reported. Information received, that the customer had patient on a second circuit. No harm to any person has been reported. Complaint number: (B)(4).